Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump shut down due to lower power. During troubleshooting, tandem's technical support requested for the customer to plug the pump into a power supply. The customer was able to charge the pump for five minutes, yet the pump remained off while the led light was flashing red. The customer's blood glucose level was not impacted. It was confirmed that the customer had a backup method of insulin delivery.